Event description:
Related manufacturer reference number: 2017865-2022-01212. It was reported that the patient presented in clinic for implant procedure. During the procedure, it was found that the novel right ventricular lead positioning needed to be adjusted but the lead was unable to be removed from the header. It was further noted that the set screw of the implantable cardioverter defibrillator had become loose. Both devices were discarded. The patient was stable.

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. The device was received above the elective replacement indicator. Analysis revealed the ventricular setscrews were stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The setscrew anomaly was consistent with having occurred during the procedure.